Event description:
Related manufacturer reference 3005188751-2014-00114. During a left atrial mapping procedure using a brk transseptal needle and an agilis nxt introducer, a cardiac perforation occurred. During the case, the patient became hypotensive. An ice catheter confirmed a left atrial perforation, for which a pericardiocentesis was performed to stabilize the patient. The patient was then prepped for transfer to surgery. Further information was unavailable. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.